Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive and the cpu board, and reloaded software. System operates as intended.

Event description:
The customer reported the system locked up during boot up. No patient injury was reported.